Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on (B)(6) 2018 in the morning. The patient detailed that she obtained blood glucose results of 552 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and reported that on (B)(6) 2018, 9:45 am, taking an additional 22 units of humalog insulin in response to the alleged high reading. The patient confirmed that on an unspecified time after the alleged product issue began she developed the symptom of ¿very sweaty, very weak, can't get to her feet and passed out¿. The patient denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient was unable/unwilling to answer if the test strips were stored correctly and within expiry date or if the control solution test fell in range. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.